Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that a patient experienced vitreous loss during intraocular lens implantation surgery. The report indicated the doctor used a different lens to complete the procedure. No other information was provided.

Manufacturer narrative:
The intraocular lens (iol) was inspected by our quality assurance laboratory. A visual inspection noted that the lens was cut in half and appeared to have evidence of viscoelastic, which is a condition consistent with a lens that has been removed from the eye. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products and therapy dates: abbott medical optics, model 1mtec, cartridge used with the intraocular lens for insertion on (B)(6) 2013. The lens was returned to our manufacturing site for an inspection. A piece of the lens was received; it was cut in half. The visual inspection at 10x magnification revealed a white particle in the piece of the optic lens compatible with handling the lens such as during the explant process. The lens condition is consistent with a lens that has been explanted and the condition was not manufacturing related. The lens was received in a condition (in half) as a result of the explant process of the lens. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.